Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported that the insulin pump piston is sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test and unable to prime during the prime test due to moisture damage inside the force sensor resistor . Moisture damage found on the motor also. Pump passed the operating currents measurement, self test,unexpected alarm error test and displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. Pump had cracked reservoir tube lip and minor scratched display window.